Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to replicate the customer comment that the programmer screen locked-up during use. However, it was confirmed that the programmer had sluggish performance as evidenced in the logs. It was also indicated that the electrocardiogram connector was loose and the system fan was noisy. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen locks up during use. The programmer was returned for service. No patient complications have been reported as a result of this event.